Manufacturer narrative:
The unique device identifier for this device is (B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and underwater clear passage testing were performed with no issues noted. Functional flow rate testing was then performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not prime. The reporter stated that fluid would flow into the drip chamber; however, would not flow through the rest of the tubing when the clamps and roller clamp were opened. There was no patient involvement. No additional information is available.